Manufacturer narrative:
The navlock tracker was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned tracker was found to be in good condition with no apparent physical damage. The tracker was able to receive known good instruments, rotate, and release without issue. With markers attached, the tracker returned good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the purple navlock and thoracic probe at the site were stuck together and were unable to pull them apart. The manufacturer representative confirmed that they are following our sterility properly. No patient was present at the time of the event.